Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette malfunction and was unable to complete infusion. The customer had the patient come and it appeared that all the medication had infused, the pump had not alarmed for any reason, but there was medication residue where it had appeared to have leaked from the corner of the cassette and dried. In both instances the customer noticed that the bag inside the cassette which held the medication looked different. It appeared that there had been a change in the design of the cadd blue medication cassette reservoir for portable chemo infusions.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.